Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alerts requiring restarts, and an alert recurred after each restart, leading to replacement; blood glucose was affected with values up to 169 mg/dl for a few hours, and the user used mdi as backup therapy, consistent with a malfunction involving unresponsive keys or touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of the returned device revealed a software problem associated with the touchscreen interface that resulted in button or key unresponsiveness. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.